Event description:
It was reported that during an implant procedure, the patient experienced a coronary sinus (cs) dissection due to the left ventricular (lv) lead. The lead was unsuccessfully implanted due to the patient's tortuous proximal cs course. The patient was observed overnight and no lv lead was implanted. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.